Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator was unable to perform capacitor maintenance. The device also delivered inappropriate shock due to incorrect interpretation of atrial fibrillation. No intervention was reported. The patient was stable.